Event description:
On (B)(6) 2024 a patient underwent a posterior spinal fixation from l4 to pelvis for a pelvic fracture. On an unknown date it was determined that two of the iliac screws had fractured shafts just below the screw tulips. On (B)(6) 20204 a revision surgery was conducted to replace the two iliac screws. The revision surgery was completed with no other issues reported. Report 1 of 2.

Manufacturer narrative:
No device was received for evaluation; however, photographs of the explanted devices were provided for review. Both the radiographs and photographs of the explanted devices were used to confirm the reported event, as the screws were found to be fractured on the un-threaded portion of the screw shank, just below the tulip. Information regarding the patient's bone quality or post-operative activity levels was not provided. Based on the information obtained, the root cause of the reported event was unable to be determined, but excessive construct loading during the index procedure or excessive postoperative physical activity may have caused or contributed to the screw fractures. Labeling review: "potential adverse events and complications... ...as with any major surgical procedures, there are risks involved in orthopedic surgery...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s); loss of fixation; nonunion or delayed union..." "Warnings, cautions and precautions... ...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone..." "..these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..."